Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient had relief since her initial implant but she started going down hill losing weight. A¿removal and a partial gastrectomy were done. No further complications were reported.